Event description:
Patient was revised to address poly wear. It was reported that the liner had worn all the way through, and the head was articulating directly on the cup, resulting in metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address poly wear. It was reported that the liner had worn all the way through, and the head was articulating directly on the cup, resulting in metallosis. Doi 1991 - dor (B)(6) 2012 (left hip). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Radiograph and product images reviewed on 12 february 2014 confirm complaint of acetabular liner and shell erosion. The device has been reported as in-vivo for approximately 21 years. The patient age is currently (B)(6). Poly material wear after this length of time implanted would not be unreasonable to expect. It seems reasonable that if this patient had regular physician follow up visits over time the material wear would have been discovered well prior the femoral head having also worn through the acetabular cup. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.